Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported sob, swelling, pain, dvt are directly related to the filter and unable to identify a corresponding failure mode at this point in time. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to a41935 (tulip mi) and a41936 (tulip qci). The following allegations have been investigated: tilt, vc/organ perforation, pe, occlusion, sob, swelling, pain, dvt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the left common femoral vein due to extensive deep vein thrombosis. Patient alleges tilt, vena cava perforation, organ perforation, pulmonary embolism within filter, recurrent/progressive deep vein thrombosis, occluded left pelvic vascular stent, reactive/inflammatory changes in the bowel mesentry, hypertrophic reactive boney changes, ivc chronically occluded/chronically thrombosed, hypertrophied collateral veins bilaterally throughout pelvis and abdomen. Patient further alleges swelling in the legs, irregular bowel movements, ankle swelling, shortness of breath. Patient also has a non-cook filter implanted on (B)(6) 2013. Attempted filter retrieval performed on (B)(6) 2019. Per CT, (B)(6) 2019:" the lower portion of the patients ivc at the level of the gunther tulip ivcf is occluded/ chronically thrombosed. The stented portions of the patients left common and external iliac veins are thrombosed and occluded." Per CT, (B)(6) 2018: " two filters. One filter is predominantly above the level of the renal veins. The inferior vena cava is patent at the level of the superior/cranial filter. A second inferior vena cava filter is present, infrarenal with likely ivc occlusion/ near occlusion at the level of the more inferior filter. Multiple struts from the more caudal/inferior filter extend beyond the margin of the inferior vena cava. One strut appears to extend into the mesentery with trace surrounding fluid/soft tissue stranding. Inferior vena cava, left common and left external iliac stent which appears occluded/ nearly occluded with several foci of likely chronic calcified thrombus within the stent lumen." Per CT, (B)(6) 2015: " there is a small pulmonary arterial thromboembolus in the peripheral left lower lobe pulmonary arterial branch. There is a filter within the inferior vena cava with the tip at the renal vein/ ivc confluence. Inferior vena cava filter present." Thrombectomy, (B)(6) 2013: "significant amount of thrombus had resolved with ekos. Per venogram, (B)(6) 2013: thrombus in the superficial femoral vein was able to be removed with angiojet and tpa. Per CT, (B)(6) 2013:" two separate small old pulmonary emboli."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Device code:no code available (3191)-device perforation. Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.